Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned to the reported events 'stent difficult/unable to transfer', 'stent difficult/unable to advance or pullback through catheter', 'stent friction', 'ro marker band misalignment', 'stent deformed'.

Event description:
It was reported that during left mca (middle cerebral artery) aneurysm embolization case. The operator placed the microcatheter and prepared to deploy the (subject device), big resistance was encountered when delivered the stent (subject device). Continued to deliver the stent (subject device) to near the distal of microcatheter and then the resistance was very big. The operator withdrew the stent (subject device) and microcatheter and replaced both devices. After the procedure the operator checked the products and found no anomaly to the microcatheter but tip of the stent (subject device) marker was slightly kinked. The operator said when the stent (subject device) was delivered into hub for the first time he felt obvious resistance, which might led to the damage to the tip of stent (subject device). The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated h3 summary attached - updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated section b1 adverse event/product problem - corrected - no product problem section h1 type of reportable event - corrected - no malfunction method code grid - h6 type of investigation - updated results code grid - h6 investigation findings - updated conclusion code grid - h6 investigation conclusions - updated due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During a visual inspection, the stent was found to be deployed. The stent was deployed by operator on the table after the procedure. The stent was found to be deformed. All ro markers were present and intact. The sdw (stent delivery wire) was not returned. The stent introducer sheath was found to be intact. A functional inspection for the reported events stent difficult/unable to advance or pullback through catheter, stent difficult/unable to transfer and stent friction was unable to perform as the stent was found to be deployed. A functional inspection for the reported stent deformed was not available. Defect confirmed during visual inspection. A functional inspection for the reported ro marker band misaligned was not available. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter, stent friction, and stent difficult/unable to transfer; could not be duplicated; however, the analysis results are consistent with the reported event. The reported stent deformed was confirmed during the analysis. The reported ro marker band misaligned was not confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on analysis results. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patients anatomy was described as 'moderately torturous'. The device was analyzed. The stent was found to be deformed. All ro markers were present and intact. The sdw was not returned. The stent introducer sheath was found to be intact. It is probable that the moderately tortuous anatomy may have caused friction, damages to the device and the reported issues. An assignable cause of not confirmed will be assigned to the as reported 'ro marker band misalignment', as the defect was not confirmed during the analysis. An assignable cause of procedural factors will be assigned to the as reported codes 'stent difficult/unable to transfer', 'stent difficult/unable to advance or pullback through catheter', 'stent friction' and to the as reported and as analyzed code 'stent deformed' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during left mca (middle cerebral artery) aneurysm embolization case. The operator placed the microcatheter and prepared to deploy the (subject device), big resistance was encountered when delivered the stent (subject device). Continued to deliver the stent (subject device) to near the distal of microcatheter and then the resistance was very big. The operator withdrew the stent (subject device) and microcatheter and replaced both devices. After the procedure the operator checked the products and found no anomaly to the microcatheter but tip of the stent (subject device) marker was slightly kinked. The operator said when the stent (subject device) was delivered into hub for the first time he felt obvious resistance, which might led to the damage to the tip of stent (subject device). The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during left mca (middle cerebral artery) aneurysm embolization case. The operator placed the microcatheter and prepared to deploy the (subject device), big resistance was encountered when delivered the stent (subject device). Continued to deliver the stent (subject device) to near the distal of microcatheter and then the resistance was very big. The operator withdrew the stent (subject device) and microcatheter and replaced both devices. After the procedure the operator checked the products and found no anomaly to the microcatheter but tip of the stent (subject device) marker was slightly kinked. The operator said when the stent (subject device) was delivered into hub for the first time he felt obvious resistance, which might led to the damage to the tip of stent (subject device). The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.